Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 310 mg/dl. The customer treated with insulin pump. Customer declined troubleshoot for high blood glucose. The customer also reported reservoir had air bubbles. Customer stated that reservoir was expired so this might be part of the cause. The reservoir will be returned for analysis.